Event description:
Ruptured balloon, no adverse patient events. No prolonged o.r. Time.

Event description:
The customer states that one patient sample generated a false positive result with the axsym rubella igg assay. The patient is known to be negative for rubella igg and generated an initial result of 158 iu/ml. The sample retested at 1.20 iu/ml (negative). No suspect results were reported from the lab. There is no impact to patient management reported.

Manufacturer narrative:
Device was not returned and we are unable to complete an evaluation. We have an active CAPA to address balloon issues with this product.